Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified brachial vein. A 5.0mmx20mmx40cm sterling balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 60 seconds, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. There were no patient complications nor injuries reported.